Manufacturer narrative:
All of the buttons functioned properly. Moisture damage was found on the keypad. The unit had no button error alarm and no ramping numbers or scrolling bar moving on its own. The unit had a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube window through the reservoir tube, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report a keypad anomaly and a button error alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.